Manufacturer narrative:
There was no lot number or returned product for this event. Additional information received from the account states that the wire became caught on a stent and separated. The separated piece of the wire remained in the patient. Therefore, the root cause for the failure is damage during use.

Event description:
Upon sheath insertion into patient with advanced vascular disease and multiple stents 1-1.5 cm of wire sheared off into patient per m.d. Additional information received: indication for procedure was intermittent claudication, known peripheral arterial disease and occluded right sfa stent and underwent a failed pta and angioplasty of the right sfa. The word sheared off was not noted. What is noted in the medical record was "part of the micropuncture wire got stuck on the struts of the stent and the subcutaneous tissue , measured about 1 - 1.5 cm" as per the cardiologist, it broke off. It was not able to be removed in the cath lab and decision making is by the interventional cardiology attending. Broken piece not able to be retrieved and remains in the patient. The patient will be monitored and it is noted that this will be left alone unless any issues surface with the wire inside of the patient, then will plan for removal. Currently, there is no known patient sequela.